Event description:
Reporter alleged obtaining a discrepant blood glucose result of 128 mg/dl back to back with a result of 468 mg/dl on the advantage system when testing was performed within 10 mins. Reporter stated, he took 10 units of "humulin novolog" after obtaining the result of 468 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.